Manufacturer narrative:
The investigation determined that an ocd analyst obtained a reproducible, lower than expected vitros tsh results during routine internal stability testing run on the vitros eci system. Root cause for the lower than expected results is unknown, however, a sub-optimal calibration curve due to the use of expired product cannot be ruled out. Internal investigation is ongoing.

Event description:
An ocd analyst obtained a reproducible, lower than expected vitros tsh quality control result (qc fluid ttc1 lot 0570 = 0.043 vs. Expected result = 0.089 miu/l) during routine stability testing run on the vitros eci system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. However, no patient samples were tested as part of the stability trial. There was no report of patient harm as a result of this event. (B)(4).